Event description:
It was reported that during a generator change procedure, the right atrial (ra) lead could not be removed from the device header. Ultimately, with multiple troubleshooting, the ra lead was able to be removed from the device header. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported field event of atrial lead connection issue could not be confirmed due to severe header damage prior to device receipt. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. Telemetry and electrical tests of the device were found to be normal.